Event description:
Cold urticaria, seroma, pain; bilateral mastectomies due to breast cancer. Saline implants with complications. I had allergan recalled textured implants. Capsular contracture, pain, swelling, developed atypical vascular lesions confirmed with biopsies, cold urticaria, many other complains. Implants removed with ongoing seroma after two years. My father had stage 4 hodgkin. My sister died of amyloidosis. This is very upsetting to me. I survived breast cancer at the age of (B)(6), yet the tumor was discovered at age (B)(6). The surgeon did nothing because I was too young. When I finally decided to have implants who knew it would cause me a nightmare. For two years I kept telling drs something was wrong. Repeat mris showed capsular contracture but nobody acknowledged it. Finally the implants became so hard as rocks and painful hey maybe she's right. New surgeon recommended removal. Biopsy showed fluid but not enough fluid was tested for alcl. There was a small leak that I probably had for several years. You need to hold this company accountable. I wanted no silicone only to find the shell was and on top of it they sanded it to give it texture. Omg. I'll have to get tests and results. The surgeon says he is going to keep my one implant for training purposes because it had solidified. Being tested for sjogren's. FDA safety report ID #:(B)(4).